Event description:
The customer reported a leak at the amtc (air mix and temperature control) module and nrbc (nucleated red blood cell) mixing chamber while running control material on the dxh800 instrument. The customer could not pinpoint the exact origin of the leak. The user was wearing personal protective equipment consisting of gown, gloves and glasses. There was no exposure to the customer.there was no contact with broken skin or open wounds. The msds was not reviewed. There is an exposure control plan in place. The operator did not seek medical attention. There was no impact to patient results. The field service engineer (fse) found leak coming from the amtc module for nrbc and found clot in the bottom fitting. Fse removed clot and found it to be a piece of the stopper from the sample tube. Fse removed stopper, verified repair per established procedure and results meet published performance specifications. The root cause for the incident was a clot in the bottom fitting of the nrbc chamber. This issue is addressed in CAPA #(B)(4). Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).